Manufacturer narrative:
Awaiting additional information. Still under investigation.

Event description:
The providers were able to instill approximately 200cc's of fluid and pressure was applied to increase the flow rate of fluid administration. It was noted at this time that extravasation was occurring and the device was disconnected. (B)(4).